Manufacturer narrative:
A visual evaluation of the device found the basket/wire assembly was pulled out of the coil/handle assemblies. Moreover, the basket wires were found to be bent and unevenly spaced. The tip of the basket was intact. The side car-rx presented pushback out of specification and the inner sheath detached. The pull wire was broken/cut into 3 sections with the medial portion very bent/curled. Further evaluation found the pull wire to be broken near the distal end of the handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely failed while receiving tensile force. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Because it cannot be determined precisely how the pull wire failed, the most probable root cause is "undeterminable". The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
T was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with a trapezoid rx basket in an attempt to crush an approximately 2cm stone in the common bile duct. When attempting to crush the stone the handle broke and the tip failed to detach leaving the stone trapped inside the basket. An olympus rescue device was then used in an attempt to crush the stone and detach the tip but failed. The stone was crushed by using ehl with spy ds and the basket was removed from the patient. The procedure took two hours and 10 minutes to complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure on (B)(6), 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with a trapezoid rx basket in an attempt to crush an approximately 2cm stone in the common bile duct. When attempting to crush the stone the handle broke and the tip failed to detach leaving the stone trapped inside the basket. An olympus rescue device was then used in an attempt to crush the stone and detach the tip but failed. The stone was crushed by using ehl with spy ds and the basket was removed from the patient. The procedure took two hours and 10 minutes to complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".